Manufacturer narrative:
Upon receipt, the pacemaker was subjected to an electrical incoming inspection. An initial interrogation revealed the battery status eri since (B)(6) 2013. The pacemaker¿s memory content was analyzed revealing no anomalies. The current consumption was as expected. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed in eri mode. There was no indication of a device malfunction. The pacemaker was implanted for 90 months. The amount of charge taken from the battery was verified. The battery condition was found to be anticipated. In summary, the pacemaker was fully functional. The battery status was anticipated.

Event description:
Last f/u on (B)(6) 2012 showed a battery voltage of 2.61v with several months till eri. Device interrogated today showed device went eri almost exactly 1 month after f/u and now was eol at 2.59v. Atrial outputs were set to 4.2v at 0.5ms and ventricular outputs were set to at 3.6v. Lead impedances had been stable. Atrial lead impedance was 571 ohms and ventricular was 682 ohms. Pt was primarily as-vp. Device explanted. Device return has been requested.